Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. .nalysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It also indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had both high and low impedance. Lead fracture was suspected. During the lead revision procedure it was noted there was a connection issue. After cleaning the pin of the lead and the implantable cardioverter defibrillator (ICD) connection port the lead was reconnected properly and the impedances were normal. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.